Event description:
The event is reported as: complaint alleges: while the clip was being loaded, the male locking member broke off. There was no consequence to the patient.

Manufacturer narrative:
Device sample received by manufacturer, but investigation is incomplete. A device history record (DHR) review did not show any issues related to this complaint.